Event description:
It was reported that the ambulance cot's legs would not retract. Therefore, the cot could not be loaded into the ambulance. Treatment was delayed; however, no adverse event occurred.